Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when removing from the package, a hair was found on the intraocular lens (iol). No patient contact reported. No further information was provided.

Manufacturer narrative:
Device evaluation the device was returned to the manufacturer. Visual inspection was performed and one fiber or hair like was observed on top of the lens/insert. No debris/particles were observed inside the lens/insert or on the lens optic surface. Also, no debris/particles were observed on the lens haptics. The foreign material looks like purple in color. The reported ¿debris / particles¿ was confirmed on the returned sample. The particle was analyzed by ftir (fourier transform infrared), spectroscopy results revealed the foreign material is consistent with a mixture of cellulose (i.e. Cotton, rayon, lint) and an inorganic carbonate, likely calcium carbonate. According amo subject matter expert (sme) assessment stated with the information provided concluded, these debris are not associated to the manufacturing process. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.